Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during a lung transplant, air was noticed inside the line between the device and the patient. For two minutes, the patient received low level of fluids. No injury occurred to the patient.